Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level had been in 300 mg/dl to 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. They treated low blood glucose level with glucose tablet. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump was not on auto mode at the time of incident. The customer stated that low blood glucose level was due to over blousing high blood glucose level and high blood glucose level was due to forgetting to confirm a bolus due to family stress. The insulin pump will not be returned for analysis.